Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient left (B)(6) when they went to (B)(6) and it was monitored. The patient stated that they went to their health care professional's office and they fixed it. The patient reported that the issue was resolved. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think that their stimulator was working anymore. According to the patient they forgot their patient programmer (pp) when they went out of town and had a return of symptoms; the patient had to change their depends at least 3-4 times each day. During the call the patient's stimulation was confirmed to be turned on. Additionally, when stimulation was increased the patient encountered the "upper threshold screen" and when asked about changing programs the patient declined to change programs as they wanted to talk to their healthcare provider (hcp) first. The return of symptoms was reported to have started on (B)(6) 2017. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.